Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the patient experienced a myocardial perforation and pain. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.